Event description:
A malfunction alarm was reported with a specific code. The customer's blood glucose level was affected, reaching a "high" level, but the exact value was not specified. The customer addressed the high blood glucose by administering a correction bolus through the pump. Technical support provided instructions to reset the pump, which successfully cleared the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.